Event description:
It was reported that the customer experienced elevated blood glucose levels. Reportedly, customer is using apidra insulin.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates the cartridge is contraindicated for use with products other than humalog and novolog.